Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), provide additional initial reporter information (see sections e1), update device evaluated by manufacturer (see section h3), correct the device and result codes (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during imaging, the system lost power on its own and would not power back on. The patient was rescanned successfully on another system. There was no loss of data as the customer service engineer (cse) was able to locate and recover the initial data that was already obtained. There was no patient injury reported with the initial and replacement systems. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation results: a review of the log files was inconclusive, and the issue could not be reproduced in-house. Therefore, a root cause of the issue could not be determined.

Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System powered down on its own during an exam, and failed to boot to the image screen. The investigation is in process.